Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that when meeting with the patient all electrode impedances were >4000 ohms. The rep tested stimulation 1-4 and all showed >4000 ohms. Additionally the rep reported that c1 and c3 show higher impedance values, but not >4000 ohms. At the time of the call the patient was programmed with c+1 at 1.9 and when tested at 3 the patient felt intermittent vaginal stimulation when leaning over and when the patient changed position they did not feel stimulation. Impedance evaluation showed intermitted greater the 4000 ohms and when tested at 4 there were intermittent high values, but not over 4000 ohms. Battery longevity evaluation indicated 96 months of battery life, but when the patient's healthcare provider (hcp) assessed the battery it showed 20 minutes and the hcp made some changes to the settings. The patient denied any previous falls or trauma and the rep denied any previous out of regulation (oor) or power on reset (por) messages see. It was noted that the patient had been seeing a chiropractor and was doing some stretching. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they weren¿t sure of the cause of the high impedances, and had no further regarding the patient¿s weight. The patient was scheduled for a lead revision/replacement, as well as a battery replacement.